Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) specific value unknown; cause was unknown. Customer administered correction injection via manual injection. Customer reverted to an alternate pump for insulin therapy.